Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the kidney during laser ureteroscopy of stone procedure performed on (B)(6) 2018. According to the complainant, during procedure outside the patient, the guidewire broke into two pieces. The procedure was completed with a second sensor wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire revealed that the coating peeled along the device, no evidence of core wire broken, however, the sleeve is detached. The complaint is not consistent with the return that the core wire was broken. It is possible that the way in which the device was handled and manipulated may have contributed to the failures encountered, also the failures found are typically caused due to excessive manipulation of the product or excess of force used during procedure/prepping. Handling and manipulation of the device during procedure or preparation could have contributed with damages found on the device, additionally all outer diameter dimensions were found within specification. Therefore based on the information available and the analysis performed, the most probable cause for the complaint is handling damage, probably the complaint was caused by handling of the device or portion of the device without direct patient contact. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the kidney during laser ureteroscopy of stone procedure performed on (B)(6) 2018. According to the complainant, during procedure outside the patient, the guidewire broke into two pieces. The procedure was completed with a second sensor wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.